Event description:
During a uae a machine malfunctioned and manual pressure had to be applied to stop arterial bleeding. After the failed surgery the pt had blood clots in their left lung, right leg, and was anemic. Pt was hospitalized for six days and put on coumadin for six mos. The pt's fibroids were measured in 2001 and were still found to be quite large. The pt's menstrual cycle is irregular, the pt bleeds every day. It has been recommended that the pt have a hysterectomy.